Event description:
Reporter noted two corneal burns occurred with this unit. No irrigating well through tip. Patient 2 of 2: status unknown.

Event description:
Additional info received 05/2003. Pt 2 of 2: sutured wound to close. Prognosis reported as good.